Event description:
It was reported that a pacemaker dependent patient was admitted to emergency room with intermittent loss of ventricular capture due to high capture thresholds. The pulse generator was reprogrammed. The patient would be monitored.

Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
On (B)(6) 2014 new information notes that the device was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.